Event description:
It was reported that when using the bd pyxis¿ medbank mini after the monthly myqlink (mql) maintenance event, caros cr stopped syncing and required support to restart the syncing process. This occurred after every mql maintenance event, causing concern for caro leadership, as it impacted their purchase orders and delayed medpass. The issue was tied to pi 56595. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controlled restocking unit stopped synchronizing during the medbank myqlink monthly maintenance event. A technical support specialist (tss) remotely accessed the system and updated the web service (ws) address by changing it to ws uniform resource locator (url) from ws2 url. The tss confirmed that synchronization was in progress and allowed the pending large files to continue syncing to completion. The system functioned as intended after the technical support specialist troubleshot the device.